Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. Tissue buildup was observed at the jaws. The heating wire was flexed away from the hot jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported complain " smoke/environmental particulates" was not confirmed . The analyzed complaint was confirmed for ¿jaw -bent heater wire¿. The confirmed failure mode has been investigated in our fir system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 smoked so bad it was difficult to see very well inside the leg. The patient was a severe diabetic with friable tissue which could contribute to problematic visualization. The hospital did not report any patient effects. The product is returning. (B)(6) pa-c said that the hemo pro2 smoked so bad he couldn't see very well inside the leg. He said it was about the worst visualization he experienced in his 15 years of harvesting. He did say the patient was severe diabetic with friable tissue which could contribute to problematic visualization.